Event description:
It was reported that on (B)(6) 2026, a 12mm amplatzer septal occluder was chosen for implant using a 7f amplatzer trevisio intravascular delivery system. Prior to procedure, it was determined that the patient did not have tortuous anatomy. The device was properly flushed and prepared according to the IFU before the delivery attempt. During the procedure, the delivery cable was aligned with the disc, and the device was deployed in the patient¿s anatomy. After assessing the device position within the septum, the physician decided to retrieve the device for repositioning; however, the retrieval attempt was unsuccessful, and only the right disc could be recaptured. The physician subsequently redeployed the right disc and released the device. It was noted during the procedure that the distal tip of the delivery system was damaged. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects reported.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.